Event description:
It was reported the patient had not felt effective stimulation with her permanent scs system. It was reported the patient had not been reprogramed since her initial postoperative programming session. The patient stated she stopped using the system and could not recall the last time she had charged her ipg. The physician explanted the patient's ipg but her paddle lead was left implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.